Event description:
The customer reported via phone call that they experienced multiple low blood glucose events and insulin pump was over delivering. Blood glucose reading was 59 mg/dl. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food. Troubleshooting was performed and the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.